Event description:
It was reported via e-mail that the customer's insulin pump had condensation inside the screen, chipping at the reservoir compartment, and frequent battery changes. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.